Event description:
Overdelivery reported. At 3:50pm, the pump was set up in the emergency dept to infuse a primary solution of normal saline at a "wide open" rate. At 4:30pm, a concurrent secondary infusion of regular (humulin) insulin 100u/100ml ns was added at 5ml/h. At 4:45 pm the ns (primary) rate was decreased to 10ml/h. Approx one hr later, the pump alarmed and the humulin bag was empty. The nurse reports that the pt received approx 80u of humulin within the one hr time period. The pt's blood glucose "dropped faster than desired, but there was no apparent injury." The pump was switched out. Add'l blood glucose results were obtained. The humulin was re-started at approx 10pm. No add'l info was available.